Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, far-field r-wave oversensing was noted resulting in mode switch. Further information was requested but not yet available. The patient was in stable condition.

Event description:
Additional information received indicated device reprogramming is anticipated to be performed to resolve the issue but is not yet scheduled.